Manufacturer narrative:
The provided data showed multiple warning level alarms on the day of the event. Qc was out of range on (B)(6) 2024. The field service engineer performed extensive troubleshooting, replaced a few tubes, and re-positioned the reservoir tubing. He then confirmed that the instrument was performing within specifications. One of the tubes was last replaced in (B)(6) 2024. The service actions (performing extensive troubleshooting, replacing a few tubes, and re-positioning the reservoir tubing) resolved the issue. The root cause was consistent with an adjustment or component failure.

Manufacturer narrative:
The vitamin d reagent lot number and expiration date were not provided. The preventive maintenance was last performed on (B)(6) 2023. The customer noted some procell/cleancell alarms on the day before the event. Qc was acceptable. The field service engineer (fse) visited the customer's site on 12-jan-2024. The fse did a performance check on channel 1 and the instrument was performing within specifications. The fse found that the sipper nozzle was bent on channel 2. He replaced the sipper nozzle. He also found that the liquid level detection/procell short issue still existed in reservoir 2 and the blank cell measurement failed. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 19 patients' samples tested with elecsys vitamin d assay on a cobas e801 immunoassay analyzer when compared to another line. Refer to the attached data for the patient results. Reportedly, an amended report with the correct results was issued.

Manufacturer narrative:
The vitamin d reagent lot number was (B)(4). The investigation is ongoing.